Event description:
An infection preventionist reported a pt who was diagnosed with toxic anterior segment syndrome (tass) following an uncomplicated intraocular lens (iol) implant surgery. In a follow-up phone call, the technician reported the pt was sent to a retinal specialist who treated the pt with a medication and the surgeon increased the pt's routine postoperative medications. Add'l info has been requested. There are four medical device reports associated with this event. This report is for the second product.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the reported complaint could not be determined. Add'l info was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. Add'l info was received in a follow-up phone call on (B)(6) 2011. (B)(4).